Event description:
It was reported that a patient underwent an obturator sling procedure on an unknown date. Following the procedure, the patient returned to the physician because she was aware of the mesh. Upon examination, the patient had a mesh erosion of around ½ cm in the anterior vaginal wall. The patient underwent a procedure for excision of the extruded mesh. The current condition of the patient was reported as healthy.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.